Event description:
We received an alert from cardinal last week which included a halyard health alert for a product called kimvent closed suction system. The cardinal letter indicated that we may have received some of the product. We searched our stock and found 2 boxes. The alert didn't state that halyard was recalling the item but explained what to do if we encountered the identified problem. Our rt department doesn't want to use the product. I called halyard's customer service on monday and they wouldn't exchange the product but said we would need to contact cardinal. I emailed our cardinal rep and our halyard rep. The halyard rep contacted me and said that the alert wasn't a recall and that we didn't' receive any of the affected product. I explained that according to the letter from cardinal as well as the attached halyard alert we did have some of the product and rt (respiratory therapy) doesn't want to use it. The rep tried to explain what rt should do if they encountered a problem and I reiterated rt doesn't feel comfortable using the product. The rep restated that the specific product had been identified and we are not affected. I asked for an official letter to document the product correction and she said they were working on it. This morning I did receive an email that the rep was working with her manager on an action plan. She did ask for the catalog and lot #'s that we have. To this point we have not received any reports of issue with the product. Manufacturer response for kimvent closed suction system, kimvent (per site reporter): the rep says we are not affected because halyard has narrowed the search and we are not part of it. This morning I did receive an email that the rep is working with her manager on an action plan. She did ask for the catalog and lot #'s that we have.